Manufacturer narrative:
Complaint conclusion: as reported, the sterile package of a 6f vista brite tip guiding catheter was opened and the catheter was removed from the package. The inside cardboard piece which the catheter lies on was ripped into two pieces. There was no patient injury. A non-sterile unit of 6f .070 xb lad 3.5 100cm was received inside of a plastic bag. Kinked conditions were observed at 16.5 cm, 26.5 cm, 28 cm, 40 cm, 50.5 cm, and 73 cm from distal tip. No other damages were observed. The packaging was not received. The catheter body od and ID were measured near to kink conditions observed and results were found within specification. Review of lot 17060514 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿packaging/pouch/box- frayed/split/torn-inner package¿ was not confirmed and the exact cause could not be determined as the packaging was not received for analysis. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. According to the product instructions for use, the user is cautioned to inspect the product prior to use and to not use the product if damaged is noted. Controls are in place to verify no damages occur with the packaging and product throughout the manufacturing process. Neither the DHR review nor the product analysis suggests that the ¿ripped inside cardboard¿ is related to the manufacturing process; therefore no corrective and preventive actions will be taken at this time.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported that when the sterile packaging of a 6f 0.070 xb vista brite tip guiding catheter was opened and the device was removed, the cardboard had been ripped into two pieces. The guide catheter was desterilized as the cardboard did not support the product.

Manufacturer narrative:
(B)(4). The product is available for evaluation but has not yet been received by our decontamination site, therefore the product evaluation is not yet complete. Additional information will be submitted within 30 days of receipt.